Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, patient experienced stoma site pain, redness, and yellow color discharge that was changed to greenish color. On (B)(6) 2017, the patient was prescribed antibiotic cephalexin. Spouse reported that the physician prescribed the antibiotic to prevent infection.